Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device is 11 months. The event occurred at the (B)(6).. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a bacterial driveline infection on (B)(6) 2015 and treated with unspecified antibiotic therapy. The cause of the infection was reported to be device related and complexities of medical management. From (B)(6) 2015, the patient was admitted to the hospital due to a sustained driveline infection. The patient underwent surgical debridement in the area surrounding the driveline exit site and received unspecified antibiotic therapy. The patient remains ongoing of lvad support. No additional information was received.